Event description:
Pt. Seen in ER with dislocated hip prosthesis, left. States she was sitting in lawn chair and bent over and experienced severe pain in left hip. X-rays revealed dislocation of the previous total hip replacement, left. Hip replaced in 1994; did well until 1/1998 when hip dislocated. Unable to reduce hip in ER; pt. Admitted for closed reduction under general anesthesia.